Event description:
It was reported that difficulty removing a balloon and detachment of a device occurred. The 80% stenosed target lesion was located in the very calcified with some tortuousity proximal left anterior descending artery (lad). After a rotablation was performed on the target lesion, a 10mm x 3.00mm wolverine coronary cutting balloon was inflated multiple times in different spots. When attempting to remove the wolverine, it would not come out. It was then pulled on a little harder to remove the device. When the wolverine was removed from the patient it was noticed that the device was not intact as it was missing part of the distal end. A fluoroscopy was performed and balloon markers were noticed to be remaining in the lad. After multiple hours of trying to snare the device and pull it out, a wire was advanced and was able to get around the balloon with a microcatheter. This was then swapped out with a rotawire and the rota to create a channel. Once this happened, the balloon was inflated and then stented markers into the vessel wall. The patient did well with no complications. It was further reported that a 1.5 rota burr was used prior to the wolverine. The 10mm x 3.00 mm wolverine coronary cutting balloon was used with multiple inflations at 6 atmospheres. When removing the wolverine device, it felt stuck. It was then pulled on again and the delivery system came out but the wolverine remained in the patient. Nothing was able to get past the wolverine, so the 1.5 rota burr was used again and burred around the wolverine device. At that point, the balloon was able to get across and the wolverine was then stented to the vessel wall. It was noted that prior to the using the rota burr, a snare had been used for almost two hours in attempt to retrieve the wolverine device. The procedure was completed by stenting the wolverine into the vessel. The patient did will with no complications. The patient status was doing well.

Event description:
It was reported that difficulty removing a balloon and detachment of a device occurred. The 80% stenosed target lesion was located in the very calcified with some tortuousity proximal left anterior descending artery (lad). After a rotablation was performed on the target lesion, a 10mm x 3.00mm wolverine coronary cutting balloon was inflated multiple times in different spots. When attempting to remove the wolverine, it would not come out. It was then pulled on a little harder to remove the device. When the wolverine was removed from the patient it was noticed that the device was not intact as it was missing part of the distal end. A fluoroscopy was performed and balloon markers were noticed to be remaining in the lad. After multiple hours of trying to snare the device and pull it out, a wire was advanced and was able to get around the balloon with a microcatheter. This was then swapped out with a rotawire and the rota to create a channel. Once this happened, the balloon was inflated and then stented markers into the vessel wall. The patient did well with no complications.